Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported, during a reverse total shoulder as the surgeon was inserting the ar-9560-24, plate, the ar-9561-20s screw came off from the plate, the screw was in the patients glenoid and the plate became disengaged. The broken plate and screw were removed from the patient. The case was completed by opened a second ar-9560-24 and ar-9561-20s, no patient injury was reported.

Manufacturer narrative:
Complaint confirmed, the hex feature flats are damaged. Further evaluation of the returned mating part ar-9560-24 revealed the hex feature corners are also damage indicating the two devices were attempted to be assembled while misaligned and were never locked.